Event description:
The device was implanted in 2002 and revised in 2008, due to dislocation.

Manufacturer narrative:
Evaluation summary: the acetabular components in this complaint were revised after approximately 6 years in vivo due to dislocation. Devices, patient x-rays, or operative reports were not returned for evaluation. Dislocation may be caused by many factors including (but not limited to) soft tissue tension/joint instability, component positioning, patient activity levels, surgical technique, or component impingement. Due to the lack of additional information, the exact cause for the dislocation cannot be determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.